Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2020, it was observed that while using guidewire 1.1 mm x 15¿ broke and rigidloop disposable kit, a nitinol wire was found to be broken after advancing screw in. Interventional imaging was done to retrieve broken part of the wire. Broken wire was retrieved successfully. No fragment left in patient. There was a surgical delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted 3. Pursuant to the provisions of 21 cfr, part 803. This reportle to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission mployees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an acl reconstruction while using a guidewire 1.1mm x 15¿ and rigidloop disposable kit, nitinol wire was found to be broken after advancing screw in. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of photo, it was observed that the nitinol wire is broken in two pieces. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause could be attributed to an excessive force applied to the wire at the moment of manipulating. However, it cannot be conclusively determined. Hands on analysis should provide the evidence necessary to confirm the root cause. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.